Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience symptoms that may be related to withdrawal. Error messages were displayed on the programmer when the pump was inquired at the pain management facility. Troubleshooting was performed and it appeared to have resolved the issue. The pump remains implanted in the patient. The nurse at the facility noted that the pump was working fine and the patient was sent home.